Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2305404. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe, blood spilled out of the needle. The following information was provided by the initial reporter: "while taking blood from a pulse, the pressure in the arterial blood collector was so high that the collected arterial blood specimen spilled out of the needle."

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe, blood spilled out of the needle. The following information was provided by the initial reporter: "while taking blood from a pulse, the pressure in the arterial blood collector was so high that the collected arterial blood specimen spilled out of the needle."

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.